Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stent placement procedure in the bulb/upper duodenal genu, performed on (B) (6) 2007. According to the complainant, 177 days post procedure, the patient experienced gastric obstruction symptoms due to ingrowth. The stent was left implanted in the patient, and a second wallflex duodenal stent was placed as treatment. The patient recovered and subsequently exited the study.

Manufacturer narrative:
(B) (6). (B) (4) (medical intervention required). (B) (4). As the unit has not been returned, the complaint investigation site could not perform a technical analysis. A labeling review was performed and no anomaly was found. The most probable root cause is anticipated procedural complication.